Manufacturer narrative:
(B)(4): the 510k#: k032257.

Manufacturer narrative:
Device evaluation - (B)(4): no product was returned for investigation; a retain sample was pulled for investigation and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge passed the visual examination, force and fill testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient claiming that the patient was admitted to the hospital for mild dka. During the patient¿s stay in the ICU, the cde reported that the doctor who admitted the patient found there was a leakage between the cartridge and tubing. There reportedly was a loose connection. During troubleshooting, the reporter noted that there was no product misuse. The leakage was at the cartridge. The infusion set was not secure to the cartridge at the luer lock connection. The patient was not available with the cartridge and infusion set to obtain more information. This complaint is being reported because the patient was admitted to the hospital while there was an issue with a leaking cartridge. It is unclear whether the issue is related to use error, diabetes management, or product malfunction.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.